Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with symptoms of chest pain and shortness of breath. A remote transmission indicated atrial undersensed events even though the device was programmed at the most sensitive setting. It was noted that the atrial undersensing could be causing inaccurate diagnostics data. The physician further reported that the patient is typically in normal sinus rhythm; however was currently in atrial fibrillation. The atrial lead remains in use. No further patient complications have been reported as a result of this event.